Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was implanted in left eye. On pod28, hcp identified "device failure in how it should work by reducing the patient's iop, which did not occur." Hcp attempted treatments of ocular massage and needling but was not successful. Device was explanted same day.